Manufacturer narrative:
The reported incident has been fully resolved, and cerner has initiated an internal investigation.

Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA. On february 22, oracle cerner manually increased sepsis data processing speed due to a maintenance task for a specific customer. The increased ingestion rate exceeded system capabilities, which led to a data surge and delayed processing. As a result, sepsis notifications may have been delayed by up to 77 minutes. The affected customer was notified during the event, the incident has been fully resolved, and no patient harm was reported.